Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime/a33 test, excessive no delivery test and occlusion test, no unexpected no delivery alarm or motor error alarm during testing noted. The motor was tested outside the device and passed. Unable to verify e70 alarm in the alarm history due to history file overwritten. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had motor position encoder error alarm and motor error alarm. Customer was unable to clear the alarm and was unable to complete rewound. Troubleshooting was performed. Drive support cap was normal. Customer also reported that the insulin pump had no delivery alarm. Customer stated that the insulin did not exit and insulin pump alarmed no delivery. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.